Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.0.1. H3, h6) software data was received and analysis was performed. Logs revealed several segmentation faults alongside a corefile which captured the program terminating. Codes b01, c08, and d02 are applicable. H3, h6) software data was received and analysis was performed for the depth gauge issue. The reported error could not reproduced and logs did not capture any abnormalities related to the reported behavior. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a cranial biopsy procedure. It was reported that after locking the trajectory and introducing the needle the depth gauge feature was not updating as the needle moved into the patient. The surgeon reported that they felt the needle started to skive so they removed it from the field. The surgeon resaved the entry point and continued without issue. There was an 8 minute surgical delay. No known impact to patient outcome. Additional clarification was reported. 2d views were updating and tracking the needle which is how the surgeon could tell there was skiving. The only thing that wasn¿t updating was the depth gauge model. Additional information was received. It was reported that this was a vertek biopsy.